Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, there was slight resistance when inserting the 14fr esheath+ into the patient due to calcium at the arteriotomy. Per report, the esheath+ was slightly torqued back and forth during insertion. Ultimately, the esheath+ was able to be introduced, the system advanced, and the valve successfully implanted. Upon its removal, the sheath shaft was observed to have peeled back on its posterior side, near the expandable seam. It was noted that esheath+ removal was not smooth and the interventional cardiologist believed it was catching on something. As a precaution, a self-expanding covered stent was implanted at the arteriotomy site. The patient has since been discharged. According to the provided device imagery, a portion of the esheath+ is detached. The fcs confirmed that the operating team was examining the esheath+ after its removal, at which time the detachment occurred during physical manipulation of the device. Per report, the operating team is not aware of any hdpe pieces or material left in the patient.

Manufacturer narrative:
The investigation is ongoing.